Manufacturer narrative:
In an evaluation of the device by phisio-control, a complete functional test was performed and proper operation was observed. The device was returned to the facility for use. According to the operating instructions, synchronized cardioversion may sometimes require adjusting ECG size or changing to another lead to obtain optimum qrs complex amplitude. Info regarding proper use of the device was reviewed with the facility by physio-control.

Event description:
Hosp ER personnel responded to a person described as in ventricular tachycardia. The pt was connected to the device to administer synchronized cardioversion. According to the reporter, when the device delivered the countershock the pt went into ventricular fibrillation and 3 add'l countershocks from the device failed to convert the pt's rhythm. A backup defibrillator was called for and used and the pt was resuscitated.